Event description:
On (B)(6) 2025, a patient underwent a radiofrequency ablation procedure using the venclose evsrf catheter. It was reported that during the procedure, the product overheated and burned the patient. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one venclose vcrf 100 cm catheter was received for evaluation. The device appeared to be clean. A kink was noted on the catheter shaft, proximal to the strain relief. The kink likely occurred due to the manner in which the device was packaged for return. Therefore, kink is considered incidental. During visual evaluation, upon opening the handle, all wires were noted to be intact and in place. Both batteries were fully seated in the battery holder. When original batteries were removed, both battery and battery pads noted to be clean. Under uv inspection, no glow anomalies were observed in both battery and battery holders. During functional testing, the catheter was plugged into generator as received with original batteries and remained on the home screen (venclose logo). New batteries were inserted; catheter was plugged into generator without sd card. Catheter was recognized by the generator with new batteries. Three long and short tests completed successfully. No errors were presented. Resistance is within specification. Therefore, based on findings, the investigation is determined to be unconfirmed for the reported excessive heating thus the problem could not be reproduced. The definitive root cause for the reported excessive heating could not be determined on the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a radiofrequency ablation procedure using the venclose evsrf catheter. It was reported that during the procedure, the product overheated and burned the patient. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.